Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the handle broke during stent deployment attempt. The axios stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed. Please see block h10 for full investigation details.

Manufacturer narrative:
(B)(4). An axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The inner sheath was kinked and the luer was detached from the handle. Microscopic inspection was performed and evidence of adhesive in the luer was found. A destructive inspection was performed to verify the evidence of adhesive in the luer and in the lad nose. No other problems were noted to the stent and delivery system. The reported event of handle break this issue cannot be confirmed, as there was no damage noted on the handle. The observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, and/or the technique used by the physician, limited the performance of the device and contributed to the inner sheath kinked. The investigation concluded that luer detached was likely to have occurred due to factors encountered during the manufacturing of the device. If the luer becomes detached during use, the sheath of the delivery system will completely detach from the handle. If a luer detachment occurs prior to full stent deployment, the stent may be unable to fully deploy. An investigation is under way to address this problem.